Event description:
It was reported that the right ventricular (rv) lead was difficult to position during implant due to patient anatomy. The day after the implant procedure, the lead exhibited no capture. The physician removed and replaced the lead with an active fixation lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 5592-53 lead, implanted: (B)(6) 2014. (B)(4).